Event description:
The customer reported that the suture broke post operatively after an abdominoplasty. The pt returned to the office with a bulging abdomen and wants to have a re-operation but cannot afford it. Her condition is not life threatening but is unsightly.